Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis was difficult to inflate and deflate. The patient underwent surgery and no fluid was observed in the reservoir, a hole in the tubing between the connector and the reservoir was observed. There were no patient complications.